Event description:
Reporter alleged high blood glucose device readings and customer went to the doctor as a result. Customer stated glucose measured 250 mg/dl on his meter compared to the doctor's meter reading of 88 mg/dl. Customer indicated the doctor elevated oral medications when the customer first reported high blood glucose, however, the dosage was returned to normal original dose after the comparison performed by the doctor. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.